Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after cardioverting a patient, the staff/physician noticed a visible spark coming from the pads, smell of smoke, and patient had a burn on their skin in the shape of one of the black inner-ring corners.